Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was deactivated for an unknown reason. This came in as an alert from the patient's remote monitoring system. Additional information was attempted to be obtained but was unsuccessful. The device remains implanted but is now out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.